Manufacturer narrative:
The device is under contract for preventive maintenance only and was not evaluated by a philips field service engineer (fse). The customer did not respond to philips's quote for corrective maintenance.

Event description:
A customer reported that the device had a broken paddle handle. There was no patient involvement.